Event description:
The doctor was closing a 10/12 port with the c-t ii and noticed bleeding on the abdominal wall. The doctor added an additional suture to ligate the bleeder and used cautery to obtain hematosis. The patient suffered a large hematoma and required a CT scan for evaluation and an additional nights stay at the hospital.

Manufacturer narrative:
Product was not returned for evaluation. A review of the complaint history revealed no similar complaints or trend. The device history record (DHR) was reviewed and there were no nonconformities in the production of lot #135861. A check of finished goods inventory showed no remaining product for lot #135861. This complaint is currently still under investigation. Reference: (B)(4).